Event description:
It was reported that this patient had a pulmonary embolism on the date of the implant procedure and expired that day. No allegations were made against the device or lead. No additional information was available.